Event description:
Customer called to report that when customer manually primed the reservoir the insulin exited, but when customer tried to prime with the pump the insulin did not exit. Also it was stated that the driver block slide freely in the locked and unlocked posittion. Device was not dropped, bumped, or exposed to moisture.